Event description:
Case reference number (B)(4) is a spontaneous report sent on 28-jan-2026 by a physician concerning a 71-year-old female patient. The medical history of patient included rheumatoid arthritis, hypertension. She had undergone surgery for cervical spine stenosis and bladder prolapse. Concomitant medications included fentanyl [fentanyl] patches, manidipino [manidipino] and adiro [acetylsalicylic acid]. She had no known allergies. The patient had previously received treatment with botox [botulinum toxin type a] and unspecified ha filler to cheekbones. On (B)(6) 2024, the patient received treatment with restylane defyne (lot 22076, expiry date 30-nov-2025) to cheekbones and in the inner middle third using 25g x 50mm cannula (unknown amount and injection technique). On (B)(6) 2025, the patient experienced non-inflammatory indurated lumps/granuloma lumps/nodule (granuloma skin) on her right cheek, and the physician injected 1000 u of hyaluronidase [hyaluronidase] with lidocaine [lidocaine] into her right cheek. On (B)(6) 2025, the physician reported that lump moved down to the periforaminal fossa and sulcus area, and the physician injected 1500 u of hyaluronidase. On (B)(6) 2025, the physician reported that the lump became larger and remained in the same area. The patient was treated with 7500 u of hyaluronidase in the periformen fossa area. In (B)(6) 2025, the patient returned to the clinic because she again developed an indurated, non-inflammatory lump in the right middle third. The patient confirmed that she was not treated with any other products. The patient also received preventive corrective treatment with unspecified antibiotics and appeared to improve significantly. On (B)(6) 2026, the physician reported that lump was slightly smaller but still resistant and remained in the same area. Hence, the physician administered 4500 u of hyaluronidase in addition to 1.5 ml of 5-fluorouracil [5-fluorouracil]. On (B)(6) 2026, the patient was administered with 4500 u of hyaluronidase, 1.5 ml of 5-fluorouracil and 0.5 ml of celestone [betamethasone]. Following treatment, there was some improvement, but the patient still had the lump. The patient did not want to continue treatment with hyaluronidase because her right cheek was very sunken (cutaneous contour deformity) compared to her left cheek. Despite the physician wanted to continue treating her until complete resolution of the lump. The physician also believed it could potentially be an outbreak of arthritis. Outcome at the time of the report: non-inflammatory indurated lumps was recovering/resolving. Very sunken was unknown. Tracking list: v.0 initial report v.1 fu received on (B)(6) 2026 from the same reporter. Case upgraded to serious. Event (cutaneous contour deformity) added. The verbatim and coding of the event updated from implant site mass to granulomas skin. Medical history, past filler and toxin treatments, concomitant medications, suspect device needle type, location, lot number, expiry date, outcome of event, reporter causality and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious event of granuloma skin and the non-serious event of cutaneous contour deformity were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and the long-standing nature of the event, which is suggestive of permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. The cutaneous contour deformity is secondary to corrective treatments performed to resolve the granuloma skin. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, this is the only case report received for this lot number. To rule out the possibility of a non-conforming product, a batch record review will be requested. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.